Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump had a vibrating anomaly. The patient's blood glucose level was unknown at the time of the call. The customer stated that the insulin pump does not vibrating. The customer was advised to change the batteries with (B)(6) aaa alkaline batteries. The customer stated that they were at work and will change the batteries when they go home. The customer did not return the product back for analysis.

Manufacturer narrative:
The insulin pump received unable to vibrate due to broken vibrator black wire. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.